Event description:
Analysis of the lead was completed on 10/20/2014. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Analysis of the generator was completed on 10/21/2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient could no longer feel stimulation from her device which was believed to be due to end of service. The patient was scheduled for generator replacement surgery on (B)(6) 2014. The patient¿s device was tested pre-operatively and diagnostic results revealed high impedance (dc dc ¿ 7). The patient¿s generator and lead were replaced during the procedure. The explanted devices have been returned to the manufacturer where analysis is currently underway. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2010.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.